Manufacturer narrative:
Corrected data: d4 - additional device information (the UDI# was determined to have been inadvertently omitted from the initial report and has been added to this report). A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information obtained via follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge and maintain the ipg as recommended, and the ipg became inoperable. As a result, surgery may occur to address the issue.